Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp did not notice anything unusual about the setup. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp elected to end therapy for the night. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.